Event description:
It was reported that a patient underwent a sling procedure to treat stress incontinence, uterine prolapse, cystocele, rectocele and enterocele on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient had mesh removal procedures on (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 and (B)(6) 2010 due to erosion of the mesh into the patient's vagina, bladder and urethra, and pain. The patient had a burch urethral suspension on (B)(6) 2011.

Manufacturer narrative:
(B)(4) mesh exposure. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01922. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystometrogram and cystoscopy due to retroflexed uterus. The patient experienced chronic pelvic pain, vaginal area pain, urinary leakage, urgency and frequency with urination, difficult bowel movements, mesh erosion, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2016 by dr. (B)(6).

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.